Event description:
The consumer stated she developed boils on her vulva after using tampons. She indicated that the boils developed after using a package of tampons in (B)(6). After she used the tampons during her cycle in (B)(6), the boils redeveloped and appeared to be larger. She visited her doctor and was prescribed sulfa antibiotics for 7 days. After taking the antibiotics, she developed an allergic reaction which included a low-grade fever, chills, lower back pain, joint aches, headaches and an itchy rash. The boils at times have reached 2-3 inches in size and she is on her 3rd series of antibiotics. She has three scars as a result of the boils. On (B)(6) 2011, her physician lanced the boils. She developed another outbreak in (B)(6), her doctor ordered blood test and cultures. The blood test appeared to be normal, but she had not received the results of the culture.

Manufacturer narrative:
Device history record was reviewed and no anomalies were noted. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned device and evaluation results are pending.